Manufacturer narrative:
Date of event: please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. Concomitant medical products: lead model 3389-28; implantable neurostimulators itrel ii or soletra; programmer model 7532. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Schupbach, w.m.m., chastan, n., welter, m.l., houeto, j.l., mesnage, v., bonnet, a.m., agid, y. Stimulation of the subthalamic nucleus in parkinson's disease: a 5 year follow up. Journal of neurology, neurosurgery, and psychiatry. 2005. 76(12), 1640-4. Doi: 10 .1136/jnnp.2005.063206. Summary: the short term benefits of bilateral stimulation of the subthalamic nucleus (stn) in patients with advanced levodopa responsive parkinson¿s disease (pd) are well documented, but long term benefits are still uncertain. This study provides a 5 year follow up of pd patients treated with stimulation of the stn. Reported events 2 male patients with bilateral stn dbs for pd experienced unexpected transient urinary retention during the peri-operative period related to the neurosurgery and device. This was successfully treated during the weeks and months following neurosurgery. This necessitated transurethral resection of the prostate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.